Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the pacemaker exhibited failure to interrogate. No intervention was performed. No patient consequences.